Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient that had customvue lasik treatment presented with trace - mild striae in left eye at 1 month post treatment follow up visit and uncorrected visual acuity (ucva) 20/25+. Surgeon said striae was not seen at 1 day and 1 week follow up visits and striae is possibly from patient rubbing eye. Flap lift and rinse for left eye was done on (B)(6) 2017. Patient was seen on (B)(6) 2017 and still has some temporal microstriae out of the visual axis but the flap is well aligned after flap relift/stretching/epi debridement. Visual acuity is 20/20-2 uncorrected distance visual acuity (ucdva) 20/20 with -0.50 +0.50 90. Patient is being monitored. Patient is happy with his vision just not as sharp as his other eye with the minor refraction. At time of flap re-lift patient was 7 weeks out from the lasik. Paitent pre-op best corrected visual acuity left eye 20/20